Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. There was no adverse impact to customer¿s blood glucose level. To resolve the issues, the customer changed the infusion set and cartridge, resuming insulin use.